Event description:
The pt (B)(6) is a participant in a clinical study and has a percutaneous lead implanted in the occipital region (off-label). It was reported the pt is only experiencing stimulation in the neck and jaw area. A diagnostic test found no issues with respect to impedance. Efforts to provide effective therapy coverage via reprogramming have been unsuccessful. A decision regarding the next course of action has not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.